Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports 7 months after the dental implant and abutment were placed in ada site 10 in the mouth, the implant lost integration in type ii bone. Clinician reports pain. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the event was considered as osseointegration failure. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
The clinician reports 7 months after the dental implant and abutment were placed in ada site 10 in the mouth, the implant lost integration in type ii bone. Clinician reports pain. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).